Event description:
The customer contacted physio-control to report that their device screen has frozen, all information remained on the screen but unit became inoperable with crew having to restart the unit. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however no patient impact was reported.

Manufacturer narrative:
H6: clinical signs code, of initial MFR #0003015876-2021-01268 was incorrectly coded as "cardiac arrest". This code has been corrected to "no clinical signs, symptoms, or conditions". Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker replaced the device's therapy pcb assembly and system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device screen has frozen, all information remained on the screen but unit became inoperable with crew having to restart the unit. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however no patient impact was reported.